Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.0/1.0/97 , implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to lens tear/break during injection/delivery into the eye. A replacement lens was later implanted and the problem resolved. There was no patient injury. Cause of event was unknown.